Manufacturer narrative:
Additional information received - the increase of surgery time didn¿t harm the patient; however, the anesthesia time and medication were increased. The patient was reported to be doing fine following implantation of other prothesis. Review of the DHR for 221424 radial head - 24mm lot kv0117 showed no anomalies that may have contributed to the reported event.. Based on the information to date, the root cause for the event is unknown. The product has not been returned to date; therefore, no failure analysis can be performed.

Manufacturer narrative:
DHR showed no anomalies that may have contributed to the reported event.. Based on the information to date, the root cause for the event is unknown. The product has not been returned to date; therefore, no failure analysis can be performed.

Manufacturer narrative:
The katalyst head and stem were returned to integra and underwent failure analysis. The head and stem were returned separated, and dimensional and visual inspection was performed. As received, there were no anomalies noticed on the katalyst stem. The device was dimensionally inspected, and all dimensions were within the specified tolerances. As received, there were no anomalies noticed on the katalyst head, with the exception of the poly insert. This piece contained come scratches that appear to be normal wear and tear from the implant/explant process. All measurements of the head/poly assembly measured within specification with the exception of the insert length (5.40+0.00, measured 5.86). Considering the poly material is expected to give to accommodate stem insert, and the assembly was constructed and deconstructed, this does not represent a failure. Based on the information to date, the root cause for the event is unknown. Failure analysis shows the device is within specification given the conditions of use.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A sales representative reported that on (B)(6) 2019 a katalyst bipolar radial head system (221424-radial head - 24mm) was used during a surgery. The surgeon implanted the radial head prothesis and closed the wound. He did range of motion tests and the prothesis head kept separating from the stem. He re-opened the incision and went on to exchange the prothesis with new construct. The surgeon advised that the ease of disassembly of the head/stem construct of the explanted prothesis is not normal. No patient injury reported and the event lead to 30 minutes surgical delay. 1 of 2 reports. Other mfg report number: 1651501-2019-00005.